Manufacturer narrative:
Block h6 impact code f1001 is being used to capture the reportable event of cancelled procedure.

Event description:
Note: this report pertains to one of two bib intragastric balloon systems used in the same patient and procedure. It was reported to boston scientific corporation that a bib intragastric balloon system was used during a procedure performed on (B)(6) 2024. During the procedure, the sheath was separating from the balloon. The physician attempted to lubricate the sheath, but it was difficult to pass through the esophagus. Upon removal of the balloon, the catheter dislodged from the balloon. The physician attempted to use another device however it had the same issue. The procedure was cancelled, as there were no additional devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation conclusion the device was returned. The balloon was returned with the top portion of the sheath detached at the valve. For this reason, the as reported balloon sheath material separation can be confirmed. Additionally, during media analysis, the balloon was observed with the top portion of the sheath detached at the valve. Also, in one of the pictures it can be seen the fill tube detached from the balloon. However, during the product analysis, the balloon returned with the fill tube attached. With all the available information, boston scientific concludes that the most probable root cause assigned is manufacturing deficiency. An investigation was opened to determine the root cause of the material separation, in relation to a shelf-life concern, as it was likely traced to the suppliers manufacturing process. The product is labeled with a two year shelf life and an isolated failure was identified in real time ageing tests. Upon recognition of this issue, a health risk assessment was performed and the risk was deemed to be low. The investigation found that the material separation may be due to slitting in an expanded state, which would increase the likelihood of the tear propagating slightly as it is being slitted. This effect further enhanced with inferior fatigue properties is most likely the root cause of out of box tear failures. Ultimately this failure mode is believed to be multifactorial, related to both a change in the resin when moving to an extruded sheath and the sensitivity of the extruded resin to the slit geometry. This CAPA will reduce the stress concentration at the end of the slit and mitigate, if not eliminate, the issue. The expected impact to safety and performance of this CAPA is to reduce the rate of out of the box failure for sheaths. The investigation to address this problem has been completed. Block h6 impact code f1001 is being used to capture the reportable event of cancelled procedure.

Event description:
Note: this report pertains to one of two bib intragastric balloon systems used in the same patient and procedure. It was reported to boston scientific corporation that a bib intragastric balloon system was used during a procedure performed on (B)(6) 2024. During the procedure the sheath was separating from the balloon. The physician attempted to lubricate the sheath, but it was difficult pass through the esophagus. Upon removal of the balloon, the catheter dislodged from the balloon. The physician attempted to use another device however it had the same issue. The procedure was cancelled, as there was no additional devices. There were no patient complications reported as a result of this event.